Event description:
Philips received a complaint by the customer on the v60 indicating that the display was dim. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the display was dim. It was confirmed that the unit had a 1st generation light crystal display (lcd). The remote service engineer (rse) provided the part list for the customer to upgrade the display to a 2nd generation lcd. The customer informed the rse that they will need to confirm with their manager if they will repair the unit. This investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received on 28apr2026, the customer stated no repair was performed and the unit passed preventative maintenance (pm). No repair was performed. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.